Manufacturer narrative:
Medtronic representative, following-up at the site, tested the system with resin head and the system functioned properly. No further issues have occurred.

Event description:
A medtronic representative reported an inaccuracy occurring while in a cranial procedure. The surgeon stated that the probe was accurate while touching the surface, then when retracting the skin, the passive planar blunt showed approximately 2cm deeper in the patient. It appeared correct in the a/p and l/r directions and only appeared inaccurate in one plane. When rotating the hind of the probe, the crosshairs remained in the same place. The surgeon opted to continue the procedure with the use of the navigation system. The procedure was completed and there was no impact on patient outcome.